Manufacturer narrative:
Additional information: (UDI#), (name,email), (phone#). Evaluation summary one device was received for evaluation and the reported complaint mode was confirmed. An inflation/deflation test was performed using a syringe, it was observed the cuff held the air, the sample was left inflated 2 hours according to process instruction, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. A visual inspection was performed and it was observed all the components are assembled properly. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while in use on a patient, the cuff was not inflated. The customer indicated that no patient harm occurred and no replacement tube was required.